Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available, a supplemental report will be submitted.

Event description:
The event involved a spinning spiros® closed male luer, red cap that leaked a chemotherapy drug, doxorubicin. It was reported that the leak occurred before the start of administration when a colleague gave a bolus using a spinning spiros that was connected to a syringe containing the chemo drug. There were no obvious signs of defect, however, since the drug is red, it was easy to notice the leak coming out the side of the connection. Approximately 1-2 ml leaked out, but it was not exposed to the patient, nor the healthcare provider since it was kept in a tray. The chemo was remade, and the patient received the treatment. There was no patient involvement, and no patient harm.

Manufacturer narrative:
H10: the device history report (DHR) was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint.